Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 15, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The returned sample was visually inspected, no anomalies were noted upon initial inspection. Disassembly of the venous inlet found that the cause of the event is a partially seated o-ring within the curved venous inlet port connection into the venous reservoir lid/housing. The o-ring creates an air-tight seal to prevent air from being drawn into the reservoir during circulation. A representative retention sample from the same lot number was circulated in a simple closed-circuit set-up and confirmed to not draw in air during circulation or after being stopped. The retention sample was also visually inspected. No visual anomalies were noted before or after the flow test was conducted. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass during prime, there was continous air in the reservoir. No patient involvement. Product was changed out. Procedure was completed successfully.